Event description:
It was reported that the subject device had a bent lens and dents. The issue was found during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, broken fiber, cracked lens, big stains under glass and blacked center image and failed light transmission were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.